Event description:
It was reported that the patient received inappropriate hv therapy when cautery was used during an unrelated surgery. It was noted that a magnet was not placed over the device during surgery. The device appeared to be functioning normally and the patient was discharged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.